Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared swollen, the pump was unresponsive to the ok button, the pump was intermittently responsive to the up/down arrow and contract buttons, the up arrow contact was misaligned, the ok key contact was inverted and did not spring back, and there was evidence of adhesive/contamination under the down arrow button contact.

Event description:
It was reported the pump is intermittently responding to the keypad buttons. The pt claimed the down arrow button has to be pressed multiple times for a response. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.